Event description:
The facility's biomedical engineer reports an infusion pump with failure code 538:320. It is not known if this device was being used on a pt at the time it went into this failure code. Writer attempted to contact biomed at account to obtain info regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, medical intervention and pt injury, but no contact with account has been made to date.